Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The lot number is not currently available.

Event description:
It was reported by the sales rep that the tip of their femoral aimer 7mm offset was broke off prior to an acl procedure. The case was completed with another like device. There were no patient consequences or delays. The device is being returned. The sales rep was not present during the case and not able to provide a lot number or any more details.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is not currently available.